Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2005; 4076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.